Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called in to report low blood glucose levels. The customer's blood glucose level ranged from 38 to 43 mg/dl. The customer treated with food. The customer was going to talk with her health care provider to adjust settings. The customer was advised to monitor her blood glucose levels. The product was not returned.